Event description:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. There was no patient involvement. (B)(4).

Manufacturer narrative:
It was reported that the ventilator failed internal leakage and pressure transducer tests during pre-use check. Our field service engineer concluded on-site that the pressure transducer printed circuit board (pcb) was faulty and replaced it, after which the ventilator functioned as expected. The pressure transducer pcb has not been returned for investigation. No further issues have been reported. The evaluation of received device logs confirm failed pressure transducer and internal leakage tests starting july 28, 2020, which will be used as the date of event. Before that several pre-use checks have been cancelled and the last fully passed pre-use check was performed almost eight months before the event. There are no technical error codes generated the last years. The reported event was discovered during pre-use check. During ventilation, a pressure transducer (measurement) failure may lead to high airway pressure and generation of related pressure alarms. The conclusion in this matter is that the pressure transducer pcb was found defective during troubleshooting on-site. As no part has been returned for investigation, the root cause could not be determined.

Event description:
Manufacturer ref.#: (B)(4).